Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose. Blood glucose reading was 41 mg/dl. Customer stated they treated for the low reading with food and glucose tablets. Customer was using the auto mode feature at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customers last blood glucose reading was 107 mg/dl. The pump will not be returned for analysis.